Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported over delivery, was unable to upload to carelink and experienced hypoglycemia with a blood glucose value of 35 mg/dl at the time of the event. The customer visited to emergency room and was admitted to the hospital then was treated with the glucagon and carb intake.  Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink and generated summary reports without any errors. No upload/download anomaly noted. In further full review of the pump history/traces on the event date of 22-apr-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 22-apr-2023 listed on smart solve. Daily total of all insulin delivered = 29.325. Daily total of basal insulin delivered = 10.75. Daily total of bolus insulin delivered = 18.575. On (B)(6) 2023 03:57:38.000 normal bolus delivered. Bolus programming method = cl1 food bolus (670 only). Normal bolus amount programmed = 10. Bolus amount delivered = 10. On (B)(6) 2023 10:17:34.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 3.7. Bolus amount delivered = 3.7. On (B)(6) 2023 12:15:12.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 4.875. Bolus amount delivered = 4.875. Upon checking the carelink report, maximum bolus was set to 10 u. On (B)(6) 2023 03:57:38.000, the pump delivered cl1 food bolus of 10 u. There was no record of pump delivering bolus of more than 10 u. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 22-apr-2023 in the formatted history file lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 14:06:00.000. Sensor error alert (801) was recorded and found in the formatted history file on: (B)(6) 2023 21:58:55.000, on (B)(6) 2023 23:03:57.000, on (B)(6) 2023 23:13:00.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor 1 alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 06:46:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:12:43.000, on (B)(6) 2023 14:13:17.000, on (B)(6) 2023 14:13:36.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 14:13:02.000, on (B)(6) 2023 14:13:22.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, power loss alarm and replace battery alert/replace battery now alarm noted 1 week prior to the event date 22-apr-2023 in the formatted history file. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 18:45:57 pm. There was no power data available for the date/time on (B)(6) 2023 at 06:46:00.000, 14:13:02.000 and 14:13:22.000. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No low battery alert and failed battery alert/battery failed alarm noted during testing. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a broken battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a serial number label fading and peeling. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for possible over delivery was not confirmed. Pump upload/download anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.